Event description:
The customer reported system error and mixed pt image data. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system hard drive was reformatted and the related software was reloaded. The system was tested and found to be working as intended and returned to service.